Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was experiencing frequent ipg charging. It was also noted that the patient had inadequate stimulation despite several reprogramming attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.